Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line connector of an rt345 adult dual-heated evaqua breathing circuit was broken. This was noticed when the pressure line was first taken out of the rt345 kit.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the defective pressure line of the rt345 adult breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected for the reported damage. Results: visual inspection revealed that the pressure line elbow was broken, confirming the reported fault. The surface of the break was rough. Conclusion: we were unable to determine the root cause of the fault observed. All breathing circuits and its accessories are visually inspected prior to leaving the production line and those that fail are rejected. This suggests pressure line was damaged post production. (B)(4).